Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a low out of range pacing impedance measurement less than 200 ohms. All other lead measurements were observed to be stable and within normal limits. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
Additional information was received that low out of range pacing impedance measurements continued to be observed. Noise was observed with patient isometrics. An invasive procedure was performed. The lead was explanted and replaced. After explant, the physician noted a spiral torque on the lead that was consistent with twisting, however, the additional implanted leads did not appear that way. Additionally, a fixation tool was used during explant and was suspected to have scratched the lead terminal pins. The crt-d remains implanted and in service. No additional adverse patient effects were reported.